Manufacturer narrative:
Analysis: the device was not returned for analysis. Conclusion: unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair, and reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. In this case, this annuloplasty ring in the mitral position was explanted and replaced with a bioprosthetic heart valve.

Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The product has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that five months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic heart valve. No specific failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.